Event description:
Bulb tip came off in pt. Tip was retrieved three days later. Additionally, account stated the physician was doing an open shoulder procedure when the andrews suction tip broke off in the pt. The pt was x-rayed and the tip was retrieved without incident.

Manufacturer narrative:
An investigation was initiated into the matter of, "bulb tip came off in pt". The device was not available for evaluation and the lot number was not provided. Without the lot number, the device history could not be reviewed. No trend has been detached for this issue. Without instrument cause for failure could not be determined or the issue confirmed. If the product is returned in the future, a follow-up report will be filed.